Event description:
Dexcom g6 sensor inaccuracy: 7:02am g6 reading 112, finger stick reading is 76. That is a mard of 47.4%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:08am g6 reading 134, finger stick reading is 110. That is a mard of 21.8%, which is outside the allowed 20% range. Lot number 7356211 - inserted (B)(6) 2024.

Event description:
Additional information received from reporter on 11/20/2024 for report mw5162575. Dexcom g6 sensor inaccuracy: 10:08pm g6 reading 118, finger stick reading is 157. That is a mard of 24.8%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 1:47pm g6 reading 78, finger stick reading is 121. That is a mard of 35.5%, which is outside the allowed 20% range. Dexcom g6 sensor error > 3 hours - replaced sensor.